Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested and under optical microscope delamination of some gas fibers were observed. Hence, the priming solution of blood was able to flow inside the gap between the as fibers and polyurethane and the gravity guided it to the gas exiting path along the housing. The manufacturer initiated a customer notification concerning the problem, the potential risk and the recommended handling in the event this failure occurs (fsca # (B)(4)). The investigation under CAPA process (CAPA (B)(4)) has identified that the root-cause is due to the manufacturing process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, it is not properly fixed in the epoxy. When this occurs, the fibers are able to "shrink out" of the epoxy and result in the reported leakage. The raw material manufacturer has initiated steps to repeat the surface pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers. Additional information: the product mentioned is not distributed to the us, but the product with contributing design function to the affected component ((B)(4)) is registered under 510(k): (B)(4).

Event description:
Description from the customer report: "the oxygenator is controlled by a pressure test on the water compartment (for the construction of the pack). After priming and with the use of gelofusine was the oxygenator during 15 minutes. Recirculated at a pressure of 80 mm hg intel pressure. During this time there was no leakage. Patient taken over to the heart lung machine. Patient recirculated at 4,5 lpm inlet pressure approximately 225 mmhg. After 5 minutes the first drop of blood came out the gas outlet of the oxygenator. There was a leakage of 9 drops of blood during a perfusion of 41 minutes. It is not known yet if there is a complication. Danger for the patient; according to the memo from maquet it is not expected that there is any danger for the patient." (B)(4).